Event description:
It was reported that the absolute pro 7 x 60 mm stent was removed from the packaging and prior to flushing the device, it was noted that approximately 1 mm of the stent was exposed from the sheath. The device was not used on the patient. Another absolute pro 7 x 60 mm stent was used to complete the case. There was no clinically significant delay of procedure reported. The patient is reported to be doing very well. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.